Event description:
The pt was injected with radiesse dermal filler in the oral commissures and chin on (B)(6) 2011. On (B)(6) 2011, the pt developed tenderness and swelling in the chin. The pt was treated with tetracycline in the event there is a (B)(6) infection. There was no drainage or fluctuance. On (B)(6) 2011, dr. (B)(6) confirmed that the pt had an infection. The pt was treated by another doctor.

Manufacturer narrative:
The device history record for radiesse lot 1025666 was reviewed. All required testing specifications were met prior to release; there were no abnormalities noted. During a follow-up dr. (B)(6) imparted that the infection has resolved.